Manufacturer narrative:
A quote for service was provided, however, no response was received. Because there was no response from the customer, the case was closed. Based on the information available, we were unable to replicate the reported problem, due to a lack of information. The reported problem was not confirmed, but could not be ruled out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mx430 patient monitor indicating that there was a speaker malfunction. It is unknown if the speaker was able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).